Event description:
Dental auxiliary was injured while removing an 80z. Bottle of biosonic germicidal ultrasonic cleaner concentrate, cat. No. Uc-38, from the carton. Solution sprayed into their eye; they were immediately taken of the medical center just down the street from the office where the incident occurred. Reported that the carton containing this bottle appeared sightly damaged and that there was a slight stain on the bottom of the carton visible from the outside. Upon closer examination of the bottle, the reporter noted that there was a pin point hole in the corresponding corner; there is a very small leak. Pt recount the event as it happened and they reported as follows: the office of dr. Had purchased a six pack, and the one box that they pulled from this pack was creased and crushed a bit, and the bottle was therefore jammed in the carton. They held the carton open with one hand and kept pulling on the neck of the bottle with the other hand to remove the bottle which suddenly dislodged; the hand with the bottle came up in front of the face of the dental auxiliary and some liquid sprayed out of the bottle into their eye.